Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed on the device. Technical support was contacted and suggested reprogramming to resolve the event. No intervention has been performed at this time. Device reprogramming is anticipated to be performed. The patient was in stable condition.